Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to an upgrade. It was identified upon explant that the header was loose.